Event description:
The complainant reported that the patient was placed with an impella 5.5 support for cardiomyopathy. While on support, the automated impella controller experienced a "purge disk not detected" alarm. The consoles were swapped in order to resolve this alarm.

Manufacturer narrative:
A.5 race is unknown. The investigation into the automated impella controller - purge disc/flag issues has been completed. The logs from the complaint date revealed that the console issued the purge disc not detected alarm several times. The console was tested after arriving. The issue with properly detecting the purge pressure disc was reproduced, and the purge flag was confirmed to be missing. The cause of the issue was a broken purge flag. This report is being filed as part of a retrospective review of historical records.